Event description:
It was reported that the procedure was to treat a lesion distal to some previously placed unknown stents placed in 2003. The patient presented to the cath lab with thrombosis in the vessel and aspiration was performed prior to the attempt to stent. The 3.0x23 mm xience xpedition failed to cross through the deployed stents and was retracted without issue from the patient. A 3.0x15 mm trek balloon was used for additional predilatation and was retracted from the patient. After retraction of the device the patient went into cardiac arrest and CPR was performed; however, this was not successful and the patient expired. The patient had existing lung cancer which had metastasized to the lumbar vertebrae and had undergone a pneumonectomy four days previously for removal of vertebrae due to the cancer. Prior to the surgery the patient had been taken off plavix in preparation for the surgery. The cause of death was stated as an acute myocardial infarction due to thrombosis not related to the abbott devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: 6fr ebu. There was no reported product deficiency. The reported patient effects of myocardial infarction, thrombosis and death are listed as known adverse events in the rx trek instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.